Manufacturer narrative:
No sample has been returned for evaluation for the report of device obstruction; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are three additional complaints associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. Insufficient information is provided for detailed for a detailed evaluation of the case. Factors that may contribute to device obstruction include complications occurring during device implantation, suboptimal (posterior) device positioning, and postoperative inflammation. Possible root cause is that device obstruction is an established risk associated with use of the product that is clearly stated in the product labeling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information was requested. (B)(4).

Event description:
A surgeon reported a glaucoma filtration device was obstructed by iris, vitreous, lens, fibrous overgrowth, fibrin, or blood. Additional information was requested and received.